Event description:
Related manufacturer report #: 2017865-2024-03678. New information received notes noise reversion, noise, auto mode switching was also observed on the right atrial (ra) lead prior to the procedure.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the right atrial (ra) lead exhibited high capture thresholds. The ra lead was explanted and replaced. During the extraction, the rv and lv lead incurred procedural damage and the pacemaker had reached the elective replacement indicator (eri). They were also replaced. The procedure was successful. The patient was stable.